Event description:
It was reported that non sustained right ventricular oversensing determined to be myopotentials was observed on the implantable cardioverter defibrillator. The signals were reproducible with deep breathing. Programming changes were made to resolve the issue. The patient was to continue being monitored. There were no reported patient symptoms or consequences.